Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time.

Event description:
Physician reported "leaking tubing at interconnector on port side."